Event description:
It was reported that an ilet bionic pancreas displayed repeated alert 41 indicating an insulin shaft rewind error after a restart and ¿change insulin¿ alert, with a reported blood glucose of 305 mg/dl; the user was unable to rewind or proceed despite restarts and supply changes, and device replacement was arranged with instructions for shutdown and data sync, while advising continued cgm use. Symptoms included hyperglycemia. Outcomes included interruption of insulin delivery and transition to backup therapy. Investigation included product replacement logistics review and return of the device for analysis. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.